Event description:
The reporter states that pins #8 and #9 are gray and appear to be melted or "fused" together. The accu-chek inform meter is taped in multiple sections with sections of plastic "down" at the connector port. The reporter also states that a different value appeared after choosing a number on the meter. No reported smoking, flaming, exploding or burning. It was reported that the meter was warm to the touch. No reported actions taken or treatment rendered. No adverse event reported. New system sent and return requested.